Event description:
Ahmed device ophthalmic stent (serial number: (B)(6), ref (B)(4), lot: b1824) was implanted. Surgery was successful. Vision was normal 6 hours after surgery. The next morning, there was no vision from that eye. Eye pressure had gone from 23 to 2. Ophthalmologist reinflated eye. Pressure 10. The next morning, pressure 2. Ophthalmologist sutured tube closed and reinflated eye. Pressure maintained. Ahmed device contains an internal valve designed to maintain pressure no lower than 8. Device was defective and drained all fluid from eye causing posterior chamber to collapse. Choroidal membrane swollen and cellular debris covered lens. Further surgery was required to clear debris from lens."

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is not available for return. No device malfunction could be confirmed.